Manufacturer narrative:
Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30907171l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade (CT) requiring pericardiocentesis. It was reported that the patient¿s blood pressure decreased during the procedure. Pericardial effusion (pe) was confirmed by echocardiography. It occurred two hours after the start of the procedure. Drainage was performed. The procedure was completed without any problems. After drainage, the patient left the room because blood pressure was stable. The physician's opinions on the relationship between the event and the product was that the event happened when the cs catheter was inserted. There were no abnormalities observed prior to and during use of the product. The complaint product will not be returned for analysis. The adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was that it was procedure related. The cardiac tamponade occurred when the other company's cs catheter was inserted. The patient outcome of the adverse event was improved. There was no evidence of steam pop. The event occurred during the mapping phase. No error message observed during the procedure. Prior to noting the pe or CT, ablation was performed. Force visualization features used were dashboard and vector. Fot was used. Color options used prospectively was tag index.